Event description:
A pt was admitted for carotid angiographic eval and was enrolled in the registry. Angiography revealed an 80% stenosis in the right mid internal carotid artery. The reference vessel diameter was 6.0mm and was moderately tortuous. The lesion was 10.0mm in length and was described as concentric and severely calcified. Pre-procedure medications included aspirin and clopidogrel. An angioguard rx was advanced beyond the target site and the 6mm basket was successfully deployed. The target was pre-dilated with a 3.0 x 20mm balloon. An 8.0 x 30mm precise pro rx stent was deployed in the target lesion without complications. The lesion was post-dilated with a 5.5 x 20mm balloon, but the lesion was somewhat resistant to post-dilation due to lesion calcification. The pt developed a 10-second episode of significant bradycardia and transient hypotension despite the pre-dilation use of atropine. She was treated with add'l atropine and dopamine, which was continued until the day of discharge. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. Heparin was administered during the procedure. The pt left the angiography suite without a neurological deficit. A few hours after the index procedure, the pt developed chest pain, which was relieved by nitroglycerin and morphine. An electrocardiogram (ECG) showed st segment changes consistent with posterior ischemia and the pt was diagnosed with a myocardial infarction. Laboratory testing revealed a ck of 338 (uln 215) and ck-mb of 26.7 (uln 3.6). An ECG the following day was suggestive of ongoing ichemia. A cardiac catheterization was performed which revealed 90% in-stent restenosis of a drug-eluting endeavor stent involving the left main, proximal, and mid circumflex. Two cypher stents (3.0 x 33mm and 3.5 x 33mm) were deployed with overlap in the mid and proximal circumflex, as well as the left main coronary artery. The stenosis was reduced from 90% to less than 10%. She later developed a cough due to a questionable aspiration and a chest x-ray showed mild congestion. The physician felt that the aspiration was due to recurrent vomiting caused by the dopamine. She was treated with augmentin. The pt was discharged approx 2 days after the index procedure. Discharge medications included aspirin, clopidogrel, pepcid, lasix and potassium.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report numbers is 9616099-2009-00012. Add'l info will be submitted within 30 days of receipt.